Manufacturer narrative:
The customer contact indicated that the devices was discarded. During the investigation, no possible causes for the customer reported device breakage were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. On an unspecified date, during a cadaver organ harvesting procedure of the kidneys and pancreas, the tubing set was being used to deliver unspecified volumes of static preservation solution (sps-1) at an unspecified rate. It was reported that after the tubing set had been used for an unspecified length of time, the piercing pin of the tubing set was again inserted into the administration port of another static preservation solution container. After an unspecified length of time, the nurse reported that the piercing pin had broken and fragments of the piercing pin were noted inside the solution container. It was reported that no fragments were delivered to the pt. No medical interventions were required. Though requested, no additional info was provided.